Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h10 the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with other empirical evidence. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation or per imaging review. In addition, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. There are no nonconformances identified related to the complaint event. The presence of an slda as described in the complaint event was confirmed through available information. Potential contributing factors to the slda are suboptimal trajectory and patient factors (patent foramen ovale) based on information provided.

Event description:
Edwards received notification of a pascal precision procedure in mitral position where a single leaflet device attachment (slda) was detected after release of the first device. Reportedly, patient had degenerative mitral regurgitation (mr) with flail leaflet prolapse in p2 leading to very severe eccentric central jet of mr. As reported, transseptal puncture (tsp) was very challenging both due to challenging imaging and patient's anatomy (patient had a patent foramen ovale). A height of 40mm and what looked to be mid and posterior puncture was achieved. However, difficulty with trajectory was present throughout procedure. As a result, the anterior leaflet was most likely under a bit of tension due to angle of insertion. Reportedly, during release of the first pascal, physicians were happy with insertion and tissue bridge. However, after release, the anterior leaflet detached, the pascal was very mobile, and the mr was still severe. A second device was then attempted to be implanted as close to the first as possible but, as it was very mobile, the second device got entangled on the first device on 2 occasions. Additionally, the anterior leaflet was not stable when the second device was put closer to the first one. Thus, the second ace had to be implanted with a small gap between this and the first ace. After procedure, the patient presented a residual mr jet which was probably moderate to severe. Left atrial pressure (lap) v-wave was 46 at start of procedure and 38 at end procedure. Mean gradient was 4mmhg at start and 4 mmhg at end procedure. Pulmonary vein flow was reversed at start and there was some improvement at end of procedure. The patient was noted as to be doing well on pod#1. On additional follow-up echo showed a moderate mr. The patient was noted as to be doing really well and was planned to be discharged.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : not returned.